Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, underweight, missing shell (25-50%) and broken shell. A visual and microscopic analysis was performed which identified, sharp broken on posterior, non-penetrating nicks, and crease fold. A dimension measurement in the shell was performed which identify, the thickness within specification. Base on the device analysis, the final assessment is: sharp pattern on posterior of broken device assessed, as a surgical impact opening, for the non-penetrating nicks in the shell. Missing shell assessed, as inconclusive.

Event description:
Healthcare professional reported, right side rupture. Device has been explanted.